Event description:
It was reported that during a procedure to pre-dilate a heavily calcified, mildly tortuous, 90% stenosed, lesion in the mid left anterior descending coronary artery (lad), a nc trek rx 3.0x8 mm balloon dilatation catheter (bdc) ruptured on the first inflation of 10 atmospheres for 5-10 seconds. There was no resistance on advancement or removal of the device from the anatomy. The procedure was completed using a non-abbott bdc to pre-dilate and a non-abbott stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, guide catheter: jl4 6f. The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.